Event description:
The customer reported the AED had been alerting for the past four months due to expired pads. Upon replacing the pads they reported the unit would not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
During troubleshooting of the AED with the customer, it was identified that the electrode pads previously attached to the device were expired. During the AED's automated self-test, the device detected the expired pads and attempted to alert the user alert by flashing the red asi and chirping. The AED continued to chirp and flash until the condition was addressed approximately four months later, as reported by the customer. The battery's life expectancy was reduced as a result of the customer's failure to promptly address repeated red asi warnings.